Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The representative then returned to the site and reported that the surge suppressor on the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not receiving power. It was reported that the issue occurred following a procedure and that equipment was moved in the operating room (or) prior to the occurrence. There was no patient present when this issue was identified. No additional information was provided.